Event description:
Volumetric pump overinfused. No pt injury. 2 x volumetric pumps being used together on same pt. Devices alarmed. Infusing amiodarone (cardiovascular drug) 250ml bag at 5ml/hr over 48 hours. Checked at 6 o/c. Whole bag had gone through although only 25mls infused on display. Another bag of 50mls of n/s "diagoxin" added - programmed to run over 1 hour at 50ml/hr - went through in 15 minutes. - display only showed 37mls infused.